Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 54,473 joules during a prostate procedure. The procedure was completed with a second fiber. No harm to pt.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.